Event description:
Info received indicates the siderail bracket is cracked, preventing the siderail from latching.

Manufacturer narrative:
The technician replaced the siderail bracket to repair the bed. The siderail is operating and latching properly.